Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was then forwarded to (B)(4) where it was further evaluated. Pmv observed charring and fragment breakoff of the distal end of shaft in the area where the l-hook tip impacted the sleeve. Ponce found that the device was consistent with a unit that was subjected to mishandling or improper use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when device is subjected to improper use where the electrode tip contacts conductive irrigation fluid or the un-insulated portion of other laparoscopic devices. Such contact may then compromise the discharge of energy from the electrode resulting in the generation of sparks and possibly cause melting of the sheath in that area. The root cause of the observed damage was misuse of the pro duct which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, surgeon found the tip of the device melted. No injury.